Event description:
A 26 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size and vessel morphology at time of implant are unk. It was reported 59 months post implant the pt's iliac arteries were moderately calcified the minimal tortuosity and the angulation of the aortic neck is 55 degrees. The aortic neck had lost seal zone due to aortic neck dilation, resulting in aneurysm enlargement. The physician requested a talent aortic cuff. No additional clinical sequelae were reported and the pt is fine.